Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the patient dislocated and surgeon was able to reduce, patient dislocated again making surgeon decide to tighten the implants with a bigger constrained poly. Doi: (B)(6) 2017; dor: (B)(6) 2018 left shoulder.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination; however review of the provided x-ray images confirms the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.